Event description:
Wheel fell off the wheelchair. Rptr is concerned because if the wheels fall off there is a potential for injury. MFR has been notified and wants to evaluate wheelchair. Rptr does not want to return wheelchair because they don't know what or how MFR will pursue the investigation. MFR is trying to blame rptr for the problem. Rptr has only spoken to the secretary of the co.